Event description:
It was reported that during a thoracoscopic wedge resection procedure of right upper lobe tumor, the ultrasonic scalpel head broke inside the patient's chest. A medical intervention was done using a clip applier to retrieve the broken fragment successfully. The procedure was repeated after replacing the device. There were no further reports of patient harm.

Manufacturer narrative:
E1-facility name: (B)(6) hospital. No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The device history record was unable to be reviewed for this device since based on the complaint details and investigation findings, no manufacturing or labeling issues were identified. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, because the actual product was not sent, we were unable to confirm this phenomenon. The cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.